Manufacturer narrative:
Analysis: the advanta v12 stent was not returned from the field. It is not clear if the torn cover was seen prior to use or after deployment. None of the questions asked of the institution were answered. As the cover cannot been seen under fluoroscopic imaging the only way to determine if the cover had been torn post deployment would be if the contrast used in the case was seen to be blushing through the side of the stent during fluoroscopic imaging. As all stents are 100% inspected prior to be crimped on to the balloon catheter, the likelihood of the covering being damaged prior to packaging is extremely unlikely. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ¿ ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. ¿ ability to deploy the stent at nominal pressure (8atm). ¿ ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ¿ ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. ¿ balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: ¿ balloon hole skive dimensional verification. ¿ stent securement testing. ¿ proximal balloon weld tensile testing. ¿ distal tip tensile testing. ¿ catheter leak check. Conclusion: based on the investigation atrium medical corporation cannot confirm that the ptfe covering was torn. All product is 100% inspected during the process of manufacture to ensure the integrity of the device including the ptfe covering.

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the stent had a torn covering.